Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 07/19/2023, it was reported by a sales representative via phone that an ar-4030c-09 interference screw, and a ar-4030c-10 interference screw broke. This occurred during an acl procedure on (B)(6) 2023 while screwing the ar-4030c-09 in it cracked and broke into 2, there was a 5-minute delay in retrieving the fragments and grabbing the ar-4030c-10. While screwing the ar-4030c-10 the same issue occurred it cracked and broke into 2, there was another 5-minute delay in retrieving the fragments and grabbing the 10x28 screw to complete the case. The patient had pretty good bone quality, and a 9mm reamer was used to prepare the bone socket for insertion.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed misuse due to misaligned insertion; or prying/leveraging the screw during insertion.